Event description:
The customer reported an erroneously elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving access 2 immunoassay system. Subsequent testing of the patient sample produced a lower result within the normal reference interval. The customer uses a normal reference range of 0.00 - 0.06 ng/ml. The elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer stated the analyzer was not in use. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and determined the wash pump was leaking and the incubator belt required replacement after performing a failing high sensitivity system check. The fse rebuilt the wash pump and then replaced the incubator belt and clips. The fse performed passing system checks and troponin I precision testing to verify system hardware. The fse verified the unit performed to the manufacturer's published performance specifications. The samples were lithium heparin gel separator tubes. Samples were centrifuged at 5,144 rpm (revolutions per minute) for six minutes at room temperature, in a swinging bucket centrifuge. The customer noted the unit was making an unusual noise and believed to be the incubator belt. There was an issue with no reaction vessel (rv) in pipettor position 1 or 2 due to an incorrect vessel count caused by the customer, but no other errors were reported. The customer stated no issues with quality control (qc) or system checks. Qc performed after the erroneous results was within specification. The customer stated this issue was reported by another technician. This medwatch report is related to MDR 2122870-2012-00698.

Manufacturer narrative:
(B)(4)